Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening and polyethylene wear; however, polyethylene wear after approximately 18-years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address femoral and tibial loosening. Poly wear of the insert and osteolysis were also reported.